Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on january 10, 2025. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information). H6 (identification of evaluation codes 3331, 4114, 11, 3221, 4315). The affected sample was not returned; therefore, a thorough investigation could not be performed, and a definitive root cause could not be determined. A retention sample from the same product code and lot number combination was obtained and tested. The retention sample was visually inspected, and no anomalies were noted. All electrical circuits were measured, and the electrical resistances were found to be stable and within the product specifications. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
An initial report under uf/importer number: (B)(4) was received at terumo cardiovascular that during vein harvesting the back cautery on the v-cutter did not appear to be working properly, resulting in a vein branch that did not seal properly and continued to bleed, leading to a separate incision in the leg to gain control of the bleeding. Another evh (endoscopic vessel harvester) was not opened. This led to extended surgical time and resulted in an additional procedure. The product was changed out however it is unknown whether delay in beginning or continuing the surgical procedure, or if there was any effect on the patient or results of the surgery. Due to the unknown information for this event, it is being reported. Terumo continues to attempt to gain more information regarding this event from the user facility.